Event description:
It was reported that a user experienced a sensor not pairing with the ilet system because the dexcom g7 continuous glucose monitor (cgm) pairing code had not been entered; after the code was entered, the sensor paired and glucose readings displayed, consistent with use error related to pairing. No adverse clinical effects were reported. Outcomes included no impact on health and no alerts or alarms. User support included remote troubleshooting and user education regarding correct sensor pairing for the dexcom g7. Investigation of this case revealed user error in omitting the pairing code, with device function normal after proper setup. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.